Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was regularly serviced and was successfully verified prior to and after the surgery date. Most recent technical site visit confirmed device met specifications as per service and installation record. It was reported that a patient got overcorrection for both eyes in hyperopic cases after one-month post-operative. The current case covers the left eye. The assessment of the clinical information by the local clinical application specialist showed that the reported issue resolved within the healing time. No device related issues were identified based on the provided data. Therefore, the case is coded as "inconclusive - device met specifications". The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that blurry vision due to overcorrection in the left eye of a patient and the manifest refraction spherical equivalent treatment outcome was greater than one diopter after lasik surgery. There are two related reports for this patient. This report addresses the patient's initials (B)(6), left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).